Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient was implanted with a pfna nail construct on (B)(6) 2012. Reportedly the pfna nail broke post operatively. The patient was returned to the o.r. On (B)(6) 2012 for removal of hardware. Patient was revised with pfna construct. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
This is 1 of 2 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates examination of the manufacturer documents, technical drawing and raw-material inspection sheet of pfna showed that the chemical composition, microstructure and mechanical properties of the intramedullary nail are in compliance with the international standards. The dimensions of the investigated pfna (as far as measurable) were checked using a sliding caliper and found to be in compliance with technical drawings of the producer and ao/asif specifications. Macroscopic lines of rest on the proximal fragment fracture surface a and b are documented and are a sign for a fatigue failure. Gliding wear marks were observed in the 130 degree hole and on the pfna spiral blade as well as on the locking bolt and inside the distal locking hole. The gliding wear marks are a result from micro movements between the spiral blade and the pfna (locking bolt and distal locking hole) and are a sign for instability and high dynamic loads. The micro movements cause damage to the passivation layer of the metal and pander crevice corrosion or pitting corrosion. The crack initiation started at the lateral side of the pfna and ran into the material. After breaking, the two nail fragments rubbed against each other causing light destruction of the fracture surfaces (abraded and shiny areas). When examining the proximal fracture surfaces (part a and b) of the pfna using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. Patterns of ripples or fatigue striations were observed at the crack propagation zones and over a sizeable area of the fracture surfaces. Each striation represents the successive position of an advancing crack front. The presence of these striations is a clear indication of a fatigue process. The fracture surfaces showed mainly fatigue striation and subsidiary cracks. The amount of subsidiary cracks rises with increasing load. The areas with dimples correspond to the forced fracture zone. Sem observations and findings showed that the nail failure was caused by fatigue and overload. We found no evidence of material or manufacturing defects.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Date of event was incorrectly reported on initial medwatch. Date of event for the broken pfna is unknown. Date was incorrectly reported on initial medwatch. The correct date is (B)(6) 2012. Correct date of implant is (B)(6) 2012. Concomitant product: blade was reported on initial medwatch, this section should have been blank.